Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer trevisio delivery system. During implant, cobra deformation was observed. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient and was retracted and removed. Upon removal from the patient, the occluder was tested outside of the patient, but the deformation persisted. It was exchanged for a new 30mm amplatzer septal occluder, which was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. Information from field indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. Please per the instructions for use, the recommended size delivery system for use with a 30mm amplatzer septal occluder is an 10f. A 12f sheath was used. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Three images were provided by the field out of which one appeared to be taken from imaging and showed cobra deformation on distal disc. The other images showed bulbous deformation on both discs outside patient. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.